Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the buttons are not working on her daughter's insulin pump. Customer stated this occurred during a bolus delivery. Daughters blood glucose was 293 mg/dl. Customer could not recall any significant events leading to the alarm. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.